Event description:
It was reported that the right atrial lead dislodged potentially due to the patient's size. The lead was repositioned successfully on (B)(6) 2012 and again on (B)(6) 2012. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.